Event description:
It was reported to boston scientific corporation that an obtryx transobturator mid-urethral sling system was implanted on (B)(6) 2006. According to the complainant, post-procedure, the patient presented with an unspecified injury. According to the physician, there were no procedural complications. During a post-operative visit in 2008, the patient complained of "roughness" in her vagina but she was not experiencing dyspareunia. Upon examination, the physician could see a mesh extrusion on the left fulcus and feel the roughness on the right fulcus. The patient was taken to the operating room on (B)(6) 2008, and the sling was cut (specifics unknown) and an align retro-pubic sling was placed. The patient was last seen in (B)(6) 2008 and was reportedly doing well. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.